Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd autoshield¿ duo pen needles experienced safety shield failure. The following information was provided by the initial reporter: I experienced the needles not retracting. I did initially think it may have been my technique however with the subsequent time I can definitely be assured my technique was correct.

Event description:
It was reported that 30 bd autoshield¿ duo pen needles experienced safety shield failure. The following information was provided by the initial reporter: I experienced the needles not retracting. I did initially think it may have been my technique however with the subsequent time I can definitely be assured my technique was correct.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2022. H6: investigation summary thirty nine sealed 30g x 5mm autoshield duo samples were returned from lot. No. 1258370, cat. No. 329505. An activation test as per q-sop-183-dl was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.